Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it.

Event description:
The meter does not power on. The meter is a new product (out of box). The pt had "red cheeks" and drank a glass of water. The pt went to the hosp and was treated with insulin. There is no info on what the reading was in the hosp. The battery was in good condition and installed correctly. The battery was replaced less than a year ago. Customer service sent the pt a replacement meter. The complaint is being reported as a malfunction since the meter did not power on and the issue was not resolved. Alghough the pt was treated with insulin, the complaint was not classified as an adverse event, due to missing info about the incident. It would have been helpful to know the test results (if any) taken at the hosp and what is the pt's normal diabetes medication regimen.